Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a constant tone. The customer¿s blood glucose level was 68 mg/dl at the time of the incident and treated with food. The customer stated that the insulin pump was making a buzzing sound and had a motor error alarm after it has been exposed to moisture. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. No audio/beep anomaly noted during testing. Unable to perform any tests due to motor error alarm. Insulin pump received with moisture damage on electronics assembly noted.